Event description:
It was reported that the patient experienced a hole in the balloon of an artificial urinary sphincter (aus). A revision surgery was performed in which the balloon and pump were replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.